Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing of an unknown quantity of non-dehp 60¿ high flow rate extension sets. The sets were being used with one-link attachments and a non-baxter syringe pump. This was identified after the sets were attached, primed and in use with the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.